Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, four days post implant, the leadless implantable pulse generator (ipg) exhibited an elevated ventricular impedance, a ventricular pacing failure and a possible micro-dislodgement of one of the tines/the negative electrode, which was originally fixed at an angle. There was no change to positioning on x-ray. The leadless ipg was reprogrammed and the patient's pulse will be under observation going forward. No patient complications have been reported as a result of this event.